Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The atrial lead exhibited losses of capture and sensing. Impedance was stable. No additional information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was receive. (B)(6).